Event description:
It was reported that, during a tka journey dcf ap fem cut blk 5 fell apart while being removed from patient. Surgery was finished with a smith and nephew back up device. All parts were recovered. Patient was not injured as consequence of this problem.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The forks of the cutting blocks has been separated from the knob, rendering the device inoperative. The device shows signs of extensive use. The clinical/medical evaluation concluded that this case reports a broken journey dcf ap fem cut blk. It is reported that ¿all parts were recovered.¿ based on the limited information provided the root cause of the reported cutting block breakage could not be determined. Visual inspection noted, ¿the forks of the cutting blocks has been separated from the knob.¿ no patient injuries or adverse consequences were reported. No further medical assessment can be rendered at this time. A review of complaint history did reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.